Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer alleging possible pump under delivery. The customer's blood glucose was 240 mg/dl at the time of incident. Other blood glucose was 238 mg/dl. Customer reported motor issue. The device was expected to be returned for analysis.

Manufacturer narrative:
(B)(4). Device received with all operating currents within specification and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No possible over delivery anomaly noted. No unexpected drive/motor anomalies noted. The motor was tested outside of the device and passed. . Device passed the dat test at 0.0874 inches.